Event description:
Edward lifesciences intuity elite 21mm valve was implanted, then checked. Moderate "perivalvular" leak was noted. Patient placed back on pump and repair attempted. Repair not acceptable to surgeon, so first valve was explanted and replaced with a subsequent valve. Problematic valve released to company representative (B)(4).